Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2010-04130 for the other associated device information. It was reported to boston scientific corporation that two radial jaw 4 biopsy forceps were used during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant during the procedure, the biopsy forceps were placed in the stomach of the patient. Difficulty was encountered when trying to open and close the biopsy forceps and the jaws became stuck in an open position. The biopsy forceps and scope were then removed in tandem from the patient. The device had to be cut in order to remove it from the scope. The patient was reintubated and a second radial jaw 4 biopsy device was used. Once again, difficulty was encountered when trying to open and close the biopsy forceps and the jaws became stuck in an open position. The biopsy forceps and scope were then removed in tandem from the patient. The device had to be cut in order to remove it from the scope. The patient was reintubated and a third radial jaw 4 biopsy device was used and the procedure was completed with no complications to the patient. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The ID and weight of the patient is unknown the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).